Event description:
Revision surgery - the patient had a metal reaction. Based on x-rays, the agent suggested the patient may have (B)(4)'s 28mm fmp acetabular cup with metal on metal liner. The stem is a plus (B)(4) with a size 28mm head that has a 12/14 taper. The surgeon replaced the liner and head.

Manufacturer narrative:
On (B)(6) 2012 an agent reported that a revision surgery was performed because a patient experienced a metal reaction. Based on the x-ray the rep suggested the patient may have djo surgical's fmp acetabular cup with metal-on-metal liner, size 28mm. The original surgery was performed on (B)(6) 2001, meaning the components had been in-vivo approximately 11 years 6 months. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows there have been nine complaints against the femoral head, none of the complaints involve metal reaction. There have been ten complaints against the metal-metal liner; this is the second complaint for a metal reaction. This is the first complaint for this lot number. The root cause for the revision surgery is listed as a metal reaction. Because no components were returned to djo surgical for inspection, a definitive root cause cannot be determined. Metal sensitivity is a recognized adverse affect of the metal-on-metal liner. The djo surgical hip system IFU states: metal sensitivity reactions in patients following joint replacement have been rarely reported. Factors that can contribute to metal-metal reaction or pain include: hypersensitivity to metal, increased metal wear due to high patient activity level, and malpositioned components. There is no indication of a product or process issue affecting implant safety or effectiveness.